Event description:
This device was returned without oos documentation. The following physician's office could provide no information regarding this device. The patient expired in 2008 of cardiac arrest.